Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was able to be reproduced. A review of the event history log revealed multiple improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be attributable to a dried liquid substance on the back flex battery contact pin. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had turned off upon power up at the general patient ward. There was no patient involvement. No additional information is available.